Event description:
Customer reported receiving a battery out limit alarm and stated that the buttons on the insulin pump were unresponsive. Customer stated that they went to a concert and were caught in the rain prior to the alarm. Customer's blood glucose reading at the time of the call was 164 mg/dl. No further information reported.

Manufacturer narrative:
Insulin pump had no button response due to corroded keypad traces. No moisture damage on electronics noted. Unable to verify battery out limit alarm due to unresponsive button. Insulin pump received with minor scratches on display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.